Manufacturer narrative:
This device has not been received for evaluation.

Manufacturer narrative:
The device was not returned for evaluation, therefore the complaint could not be verified. The device history review record indicated no manufacturing deviation that would contribute to this event. Through the investigation of this complaint, a definitive root cause could not be determined. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
The dentist reported that the coping fractured after placement. The coping was in the mouth for less than a month.